Manufacturer narrative:
Unable to contact patient for any information regarding the complaint.

Event description:
(B)(6) post: patient posted: "mine almost cost me my life". No other information available from patient.